Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to performance decrement subsequent to sustaining a head trauma. The patient was reimplanted with another cochlear device during the same surgery.